Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to rising threshold measurements and impedance measurements. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated that a revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported.